Manufacturer narrative:
The reported event was addressed with phone support. An isi field service engineer (fse) contacted customer to further investigate the reported event. The customer confirmed that the blue fiber cable was broken, and they had a replacement. Also, the customer just needed to run and plug the cable into the vision tower. After the connections were made, the surgeon side console (ssc) was working properly. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was not able to get their secondary surgeon side console (ssc) connected. The customer was already in the procedure and could not troubleshoot at the time. An intuitive technical support engineer (tse) provided customer with hard cycle instructions for the customer to do after the procedure. The customer proceeded with one ssc. The procedure was completed as planned with no reported injury.